Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they had a hard time getting the patient's stimulator into MRI mode because it said the stimulator battery was low. Both the handset and communicator were fully charged. The patient went to get an MRI of their head on thursday, and they had to turn the stimulator off for the MRI. The technician almost made them cancel the MRI because they couldn't get it done. Once they got the MRI done, they turned the therapy back on. It didn't take long to connect it back, and the patient felt it. After that, it quit working again because it was still not controlling or helping them control their bowels. They had called the doctor's office and talked to the nurse who they told them to call the manufacturer to see if there was anything they could do. The issue was not resolved through troubleshooting. The agent reviewed there was nothing they could do for a low stimulator battery. The only option was getting the stimulator replaced. The caller was redirected to their healthcare p rovider (hcp) to further address the issue.